Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the display is black when powered up. The customer reported there is no patient involvement is associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the main switch assembly. The fsr replaced the main switch assembly, cleaned the power supply fuses contacts, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets service specifications.